Event description:
It was reported that the patients condition had improved and he requested that the system be removed. No electrical abnormalities were noted and no externalization was seen via x-ray. However, during the removal procedure, an insulation breech with extern...

Event description:
It was reported that the patients condition had improved and he requested that the system be removed. No electrical abnormalities were noted and no externalization was seen via x-ray. However, during the removal procedure, an insulation breech with externalized conductors was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.